Event description:
Complaint received thru the na consumer care centre.pt: (B)(6). I just had another lumbar fusion l 4,5 this time leaving the charite implant in place. I originally had at two level disk replacement but l 5,s1 failed and was removed then fused , 30 days after being put in. Call it a bad run of luck. I have not been able to work in a year and have another 6 months to heal. Then vocational therapy I was denied disability my work comp refuses to help. I am at a loss I have absolutely nothing but a true need can you please advise me who to ask? Thank you very much for your time

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3 other text : sample not available for investigation.